Event description:
Rptr is a 57-yr-old woman whose symptoms developed in 1991 aproximately eighteen years after receiving a set of gel-filled breast implants. Symptoms were pain, fatigue, hardening of both breasts, weakness in hands and shoulders, and stiffness. In 1992 the doctor who put in the implants removed them but left capsules in the breasts. Her pain is worse than ever. In 1994 a capsulectomy was performed which was very unnecessary as it should have been removed in 1992 during the first surgery. She now has fibromyalgia, pain in ears, stomach, arms, legs, feet and fingers. She is in pain most of the time.